Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 03/10/2025: this issue occurred while passing it through the fiberrings inside of the patient. Another ar-1588r-ib was used to complete the case. The case was delayed for 30 minutes, and an unknown amount of extra anesthesia was administered due to the delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/3/2025, it was reported by a sales representative via email that an ar-1588r-ib acl repair tightrope with internalbrace was knotted up and was unable to fix. The case was completed using another tightrope. This was discovered during an acl repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling of the device and/or improper surgical technique.